Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported falling on her hip 3 weeks after implant and had a therapy change thereafter. After the fall, the leg left behind the knee graduall y swelled all the way down to the ankle. Stimulation was felt near the rectum only, even for all 4 programs, since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.